Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 2.75x48mm xience xpedition drug-eluting stent (des) system was taken out of its package, the hypotube was noted to be separated into two pieces. Another xience xpedition des was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was received.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.